Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. Upon review of the information provided by users regarding the facility cleaning disinfection and sanitization (cds) practices, no obvious deviation from IFU was confirmed. The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. Additionally, a definitive root cause of the customer using the device for seven procedures before culture test results were available could not be determined, however, the customer reported that they adhere to the standard procedure of the "hygiene tests of endoscopes" for endoscope sampling. In these tests, it is customary to continue using the endoscopes after sampling until the results are received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was used in a colonoscopy between sampling and testing positive for 714 colony forming units of enterococcus casseliflavus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1: continued: (B)(6). The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.